Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was as high as 594 mg/dl. Customer advised they have made 3 visits to the emergency room because they have not received their supplies and continue to receive a no delivery alarm on the insulin pump. Troubleshooting for high blood glucose was performed. Customer was advised their symptoms may indicate the onset of diabetic ketoacidosis. Customer was advised to follow up with their healthcare provider. Customer was advised that replacement infusion sets will be sent out.